Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer sometimes fills the cartridge with more than 300 units of insulin. Tandem technical support educated customer regarding the maximum fill of 300 units. Customer¿s blood glucose level was 170 mg/dl.